Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 626403) for female sterilisation. The patient had a medical history of nabothian cyst, pregnancy, fibromyalgia, asthma, arthritis, pelvic pain, parity 2, multi gravida, rash, dysmenorrhea, menorrhagia, pelvic discomfort and pelvic pain. Previously administered products included: acetaminophen for hives and mirena, amoxicillin and penicillins with extended spectrum. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5575 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Discrepancy noted: removal date: as per argus (B)(6) 2023. As per mr (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: uterus, fallopian tubes and ovaries: cervix: mild chronic cervicitis. Nabothian cysts. Negative for dysplasia and malignancy. Endometrium: proliferative endometrium with focal simple glandular dilation. Negative for atypical hyperplasia. Myometrium: within normal limits; no evidence of dysplasia or malignancyfallopian. Tubes, left: benign fallopian tubes with complete transection. Ectatic stromal blood vessels. No evidence of dysplasia or malignancy. Fallopian tubes, right: benign fallopian tubes with complete transection. Ectatic stromal blood vessels. No evidence of dysplasia or malignancy. Ovary, left: benign ovary with epithelial inclusion cysts. No evidence of dysplasia or malignancy. Ovary, right: benign ovary with epithelial inclusion cysts. No evidence of dysplasia or malignancy. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received :lot number, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5325 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 626403) for female sterilisation. The patient had a medical history of nabothian cyst, pregnancy, fibromyalgia, asthma, arthritis, pelvic pain, parity 2, multi gravida, rash, dysmenorrhea, menorrhagia, pelvic discomfort and pelvic pain. Previously administered products included: acetaminophen for hives and mirena, amoxicillin and penicillin nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5575 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n discrepancy noted : removal date as per argus (B)(6) 2023 as per mr (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: uterus, fallopian tubes and ovaries: cervix: mild chronic cervicitis nabothian cysts negative for dysplasia and malignancy endometrium:. Proliferative endometrium with focal simple glandular dilation negative for atypical hyperplasia myometrium: -within normal limits -no evidence of dysplasia or malignancy fallopian tubes, left: benign fallopian tubes with complete transection ectatic stromal blood vessels no evidence of dysplasia or malignancy fallopian tubes, right: benign fallopian tubes with complete transection ectatic stromal blood vessels no evidence of dysplasia or malignancy ovary, left: benign ovary with epithelial inclusion cysts no evidence of dysplasia or malignancy ovary, right: benign ovary with epithelial inclusion cysts no evidence of dysplasia or malignancy quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal scheduled on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.